Event description:
After 4 months of implantation, this pacemaker was explanted because of an infection. A new reply dr was implanted.

Manufacturer narrative:
(B)(4). Since the device was not returned, the production history and sterilization records were reviewed. The records showed the device was manufactured, sterilized and released according to applicable standard operating procedures.